Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic uterine fibroids removal surgery, when the uterus was sutured, the barbed wire was just disassembled and placed in the abdominal cavity. The suture and the needle were found detached. A new suture had to be opened, which led to prolonged operation time. There was no patient injury.

Event description:
According to the reporter, during laparoscopic uterine fibroids removal surgery, when the uterus was sutured, the barbed wire was just disassembled and placed in the abdominal cavity. The suture and the needle were found detached. A new suture had to be opened, which led to prolonged operation time not exceeding 30 minutes. Another device from a different batch was used to continue the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.